Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. No data regarding product identity was received, i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected immediately. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. (B)(4).

Event description:
In a literature article, a physician evaluated and compared the short term efficacy and safety of a mini shunt surgery versus trabeculectomy for neovascular glaucoma (nvg). The mini shunt and trabeculectomy groups included 14 eyes and 30 eyes, retrospectively. The patients with nvg who underwent mini shunt surgery or trabeculectomy as a primary glaucoma surgery between march 2013 and october 2015 were included in the study. Postoperatively, needling bleb revision was conducted in 4 eyes for the mini shunt group and six eyes in the trabeculectomy group. Laser suture lysis was performed when iop was 12 mmhg or more after surgery in most cases. Additional glaucoma surgeries were conducted when the iops could not be lowered enough after surgery even using the maximum number of eye drops, other complications reported were hyphema (3 eyes mini shunt/ 20 eyes trabeculectomy groups), bleb leakage (2 eyes mini shunt/ 17 eyes trabeculectomy groups), and choroidal detachment (2 eyes mini shunt/ 4 eyes trabeculectomy groups), in a one year follow up, it was concluded that for nvg patients, mini shunt surgery was less effective, but a safer procedure than trabeculectomy.